Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility representative. "Vent is reported to have intermittently turn off for a quick second and then come back on. No alarm when it is off for the second or 2. This happened a couple times and vent was then pulled. No patient injury [name removed] has tested the vent for a day and has not been able to duplicater the problem which is why he is sending it in."

Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. Derived based on information documented by a carefusion tech support specialist in response to a phone conversation with a user facility representative. (B)(4): the alleged faulty device was received by carefusion on (B)(4) 2012, routed to the carefusion failure analysis lab and staged for evaluation. Once the evaluation is complete a follow-up medwatch report will be submitted.